Manufacturer narrative:
No device-related issues were identified during the evaluation of the returned device. Evaluation of the sealed inflow and outflow conduits of the pump revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00558. The subdural bleed event was reported under medwatch MFR report #2916596-2016-00737. (B)(4). Approximate age of device: 4 months. (B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to the lactate dehydrogenase (ldh) levels having "roller coasted" for a while. The ldh levels started to rise in (B)(6) 2016 and peaked at 1400 u/l. The patient was treated with heparin, which was successful in decreasing the ldh to the 400 u/l range. However, by (B)(6) 2016 the ldh was back up in the 600 u/l range. The patient was readmitted and started on heparin and persantine. The patient started to experience fatigue, lightheadedness, dyspnea on exertion and worsening lower extremity edema. The patient was not responding to medical management and it was decided to exchanged the pump with another manufacturer's device on (B)(6) 2016. It was also reported that historically, the patient was initially implanted on (B)(6) 2013 and underwent a pump exchange on (B)(6) 2016 due to hemolysis and elevated lactate dehydrogenase levels. Approximately one week after the pump exchange, the patient reportedly fell and developed a subdural bleed in the area where the patient hit their head. The patient recovered and went home. At that time, the patient's lactate dehydrogenase levels reportedly had quadrupled. No additional information was provided.